Event description:
The autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform. The status leds on the battery show 4 solid green lights, indicating that the battery is fully charged. To troubleshoot the problem, the customer moved the charger inside to charge the battery under the air conditioner. The customer noticed that sometimes the battery works as intended in the mornings. But in the afternoon, the battery fails to power on the platform. No patient involvement.

Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 07813 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.